Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: a patient sample was submitted for testing. The sample tested positive on qv sars antigen, negative on sofia sars antigen, and negative on lyra sars cov-2. Sample-specific characteristics may have contributed to the positive result. Root cause: could not duplicate with retains, results duplicated with patient sample. Source: phone.

Event description:
1 reported false positive sars result for 1 asymptomatic student/patient. It was reported that the result was confirmed negative by molecular (pcr testing). The same student tested positive again with qv sars pro and that event is captured in a separate report.